Event description:
Champion-af study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 28.0 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg) and clopidogrel (75 mg). On (B)(6) 2022, 120 days post index procedure, transesophageal echo (tee) revealed estimated left ventricular ejection fraction of 55 % and incomplete laa seal (jet size less than or equal to 5mm) with largest residual jet around the device of 2 mm with pedunculated, non-mobile thrombus with maximum area of 1.3 cm2 on the atrial facing surface of the watchman flx device. Implant tee assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex atheroma. At the time of the event, the patient was on aspirin (100 mg) and clopidogrel (75 mg). Edoxaban (60 mg) was started in response to device thrombus and the patient was scheduled for a control tee in three months.

Event description:
Champion-af study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 28.0 mm. On (B)(6) 2022 the patient was discharged on aspirin (100 mg) and clopidogrel (75 mg). On (B)(6) 2022 120 days post index procedure, transesophageal echo (tee) revealed estimated left ventricular ejection fraction of 55 % and incomplete laa seal (jet size less than or equal to 5mm) with largest residual jet around the device of 2 mm with pedunculated, non-mobile thrombus with maximum area of 1.3 cm2 on the atrial facing surface of the watchman flx device. Implant tee assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex atheroma. At the time of the event, the patient was on aspirin (100 mg) and clopidogrel (75 mg). Edoxaban (60 mg) was started in response to device thrombus and the patient was scheduled for a control tee in three months. It was further reported that prior to index procedure, aspirin (500mg) and clopidogrel (450mg) were administered. On (B)(6) 2022 120 days post index procedure, the patient was on aspirin (100 mg). On (B)(6) 2023 the outcome of the event was considered to be resolved.